Event description:
The customer reported a bar artifact. It is possible that the image was retaken, resulting in additional radiation exposure.

Manufacturer narrative:
This MDR is being submitted retroactively as a result of an internal audit of complaint files conducted by cannon healthcare solutions USA. (B)(4). The service engineer evaluated the sensor and found that all four shock sensors were tripped or missing. Two clamps were missing on the exterior of the unit. The front and back covers had scratches and residue on them. The isolation sleeves were missing. There were no signs or impact or liquid residue inside the unit. The analysis found that the internal tcp-a lanmit (tab) was damaged and was not repairable. This damage caused only the odd numbered of vertical rows to be normal. Manufacturer cross-reference #: (B)(4).